Event description:
It was reported that post implant the right atrial (ra) lead became dislodged. The lead was attempted to be revised but was explanted and replaced. When disconnecting the lead from the header, the physician backed the set screw the entire way out of the header of the implantable pulse generator (ipg) and could not get it to go back in when going to screw in the new lead. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: esbf2814c103e stent graft implanted (B)(6) 2021, etlw1620c124e stent graft implanted (B)(6) 2021, etlw1616c124e stent graft implanted (B)(6) 2021,evfxplus-34 transcatheter valve implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.